Manufacturer narrative:
(B)(4).

Event description:
The patient showed little improvement over the first week or two post-implant; her dose had been titrated upwards quite quickly as a result. The patient came in for a refill on (B)(6) 2011 and had started to show signs of improved symptoms (her spasticity had started to improve) indicating the baclofen had started to have an effect. The pump volume was checked and there were 17 ml of baclofen remaining in the pump reservoir; the expected volume was 2.2 ml. It was also noted that a "stall event" had occurred the evening of (B)(6) 2011; it lasted approximately one hour. There was no discernible reason for the stall. The physician was concerned and wasn't sure if there was a catheter issue or a pump issue. The physician planned to monitor the patient clinically; the next steps would be dependant on the patient's symptoms. The device system was used to deliver lioresal 500 mcg/ml when incident occurred; at the time of this report, it was delivering 2000 mcg/ml. The dose was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.